Event description:
It was reported that the patient experienced low blood glucose readings of approximately 50¿60 mg/dl for at least 45 minutes while using an ilet system with a freestyle libre 3 plus sensor and a steel infusion set, after which the user and nurse contacted support and performed a factory reset and successful re-pairing to the ilet mobile app; data were synced and the case was escalated to clinical support. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included remote troubleshooting, data synchronization, and guided device reset with re-pairing. Investigation of this case revealed no device malfunction observed during support interactions, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was indeterminate for device causality with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.